Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed, and replicated the customer reported complaint of "broken tip". Visual inspection was performed, and the instrument was found to have a broken grip at the distal tip. A piece approximately 0.06 x 0.031 was found to be broken off the distal tip. The broken piece was not returned. The instrument was placed and driven on an in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The vessel sealer extend instrument had a broken tip. The procedure was completed with no reported injury.